Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported the up button on the infusion device fell off completely. Patient stated that on (B)(6) 2013 he noticed that the up button was loose but it was still functioning. Patient reported that on (B)(6) 2013 the up button fell off completely. Patient stated he was still able to use the infusion device. Patient reported the infusion device fell off of his belt clip this morning into the toilet and was submerged in water; he let it dry out and it worked for a few hours. Patient stated now the up button on the infusion device won't function at all. Patient reported the up button does not respond at all. Patient stated the down button on the device is cracked. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing (up/down button) are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons. The problem mentioned by the customer is related to careless handling of the product. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. It is likely the product was accidently damaged during use and handling.